Manufacturer narrative:
The field service engineer (fse) was dispatched determined that the leak was caused by the solenoid valve. The fse replaced the valve to resolve the issue. (B)(4).

Event description:
The customer reported that the unicel® dxc 800 pro synchron® system cartridge chemistry sample probe was leaking wash solution. The leak was contained to the instrument. The customer was wearing gloves, protective eye wear and a lab coat. No one was exposed to the fluid. No injuries occurred. No erroneous results were generated.